Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no reported adverse impact. Various troubleshooting steps, such as using different adapters and cables, failed to resolve the issue. Customer continued to use the pump for insulin delivery.